Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 5/3/2013, test strips- 4/26/2013.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began a couple of weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of "11.3 mmol/l" with the subject meter and "7 mmol/l" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that he manages his diabetes with oral medication(s). In response to the alleged high reading, the patient claimed he took an additional pill of his oral medication for diabetes. The patient denied developing symptoms. There was no mention of medical intervention required for a low blood glucose excursion. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after the alleged inaccuracy issue started. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.